Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, a lot of noise episodes were observed due to potential lead issue. The noise has been seen only in the past year and not was not reproducible. The patient was asymptomatic and will continue to be monitored.